Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, after determining the size with a rasp, the surgeon reamed with a calcar reamer, after that, the surgeon tried to attach a neck trial but could not. The reason why it could not be attached was seemed that the socket for neck trial of rasp had damaged because when calcar reaming, the rasp had excessive force. The neck trial was for both size 4 and size 5, the trial could be attach the rasp (size 4) easily, the surgeon made sure the neck trial has no problem. Then, the surgeon performed trial reduction with the actual implants, and completed the surgery with about 5 minutes delay. No further information is available.